Event description:
During a left atrial appendage (laa) closure a versacross connect kit was selected for use along with watchman assess system (was). The transseptal puncture was successfully completed, even though it was there was difficulty performing the transseptal, due to a narrow puncture window and floppy septum. While positioning the was it was noted via transesophageal echocardiogram (tee) that there was a thrombus coming out of the end of the sheath while a non-boston scientific pigtail catheter was being advanced over the versacross rf pigtail wire. Thus, the physician decided to remove everything from the patient and restart the procedure. A syringe was used to create negative suction during the removal of the non-boston scientific pigtailt catheter and the was. A transesophageal echocardiogram (tee) imaging showed that there was no longer a thrombus present. All the devices were removed from the patient and the access site was stitched closed. The procedure was continued with a new access point, a new transeptal crossing and all new devices successfully. The physician successfully completed the procedure with the closure device implanted in the patient. There were no other complications or consequences as a result of this event. No signs/symptoms of stroke noted. The patient was discharged. Also, it was noticed that the versacross wire was not able to counterclock into the left atrium appendage during the first transseptal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.